Manufacturer narrative:
E1: patient city: (B)(6). Patient country: belgium. Name: medtronic minimed street: 18000 devonshire street city: northridge state: california zip code: 91325. Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.

Event description:
It was reported by the patient¿s father that the patient was hospitalized on (B)(6) 2026 for two days due to hyperglycemia with a sensor glucose (sg) value of 490 mg/dl and diabetic ketoacidosis due to catheter replacement, during which the cannula fill was not performed, leading to hyperglycemia and was treated with intravenous insulin infusion. No malfunction related to the infusion set was reported.